Event description:
It was reported that the patient was found unresponsive at home and ems was called. The patient was found to be in ventricular tachycardia (vt) and ventricular fibrillation (vf). Ems delivered several external defibrillations as well as the patient's automatic implantable cardioverter defibrillator (aicd). The aicd was interrogated and upon review of the electrogram (egm), it was observed that the guidant lead might be undersensing the r waves during an episode. There was a few "return to sinus" episodes, that clearly were not return to sinus. It was also noted the patients had only one active zone and his episodes fell in and out of vt and vf zones, which delayed high voltage therapy. The post sensed decay was moved from 60 ms to 0 ms and post threshold was adjusted from 62.5 to 50 as recommended. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).